Event description:
In 2005, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the surgeon that the patient was in fixed mode rate of 70bpm or 80bpm with output around 6lpm. The stroke volume (sv) was correct and when the team tried to switch on auto mode, sv went below 80ml (around 70ml) and the rate stayed at 50bpm with output around 3.5lpm. The surgeon kept the patient on fixed mode rate. The patient expired, cause of death was multiple organ failure, but there is a suspicious feeling with the device. The patient was explanted and the device will be sent to the manufacturer for analysis.